Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. Fse sent the customer a quote to have their unit inspected and the customer has not responded. Awaiting response from customer. Despite 3 requests, the customer has not provided hcpo. Hence, closing case. No further information is available, complaint will be closed and, in the event, new information was to become available, this record will be reopened and updated.

Event description:
N/a.

Manufacturer narrative:
Additional information: due to characterization limit e1 (event site name: (B)(6)). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) shut down while on patient. No injury occurred to patient. The patient was transferred to another unit to continue the treatment.